Manufacturer narrative:
Corrected information entered into b1 and b2. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple air alarms and downstream occlusion alarms and that the device was too sensitive, alarming too often. The issue required the nurses to change the whole line in order to be able to clear the alarm and resume with the pump functionality. On one occasion this alarm caused a hypotension event reported as the patient's blood pressure "down to their 40s' during therapy (medication, programmed amount and delivery rate unknown). There was no known medical intervention associated with these events. No additional information is available.